Event description:
It was reported to boston scientific via an article published in the journal urologic surgery, volume 37, temporary supplement, page 750, in 2024, that a case study was conducted to assess the outcomes of a patient treated with holmium laser enucleation of the prostate (holep) following transurethral water vapor energy therapy (wave). The patient, a 79-year-old male, experienced persistent hematuria and frequent urethral catheter obstruction due to clots mixed with necrotic tissue, which could have led to severe complications if not treated properly. Holep was performed to remove the adenoma and necrotic/hemorrhagic areas in a single mass and achieve hemostasis. Following the procedure, the patient did not experience a recurrence of postoperative hematuria. The study highlights the effectiveness of holep in treating postoperative complications of wave.

Manufacturer narrative:
The event date is unknown. The publication date of the article was used. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: a case of hornimium laser enucleation of the prostate (holep) for bladder tamponade after transurethral water vapor energy therapy (wave). Japanese journal of urological surgery. Vol. 37, 750.

Event description:
It was reported to boston scientific via an article published in the journal urologic surgery, volume 37, temporary supplement, page 750, in 2024, that a case study was conducted to assess the outcomes of a patient treated with holmium laser enucleation of the prostate (holep) following transurethral water vapor energy therapy (wave). The patient, a 79-year-old male, experienced persistent hematuria and frequent urethral catheter obstruction due to clots mixed with necrotic tissue, which could have led to severe complications if not treated properly. Holep was performed to remove the adenoma and necrotic/hemorrhagic areas in a single mass and achieve hemostasis. Following the procedure, the patient did not experience a recurrence of postoperative hematuria. The study highlights the effectiveness of holep in treating postoperative complications of wave.

Manufacturer narrative:
The event date is unknown. The publication date of the article was used. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: a case of hornimium laser enucleation of the prostate (holep) for bladder tamponade after transurethral water vapor energy therapy (wave). Japanese journal of urological surgery. Vol. 37, 750. The device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.